Event description:
It was reported the multifocal intraocular lens was explanted because of the patient's complaint of glare. Date of explant was not reported. No patient injury reported.

Manufacturer narrative:
The batch record was reviewed and showed no deviations. Visual inspection of the optic parts took place and was received cut into two pieces. No optical deviations could be found. Review of complaint records revealed that no similar complaints from this order number were received. Generally halos and glare are a known and labeled possible side effect of all multifocal lens implants. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The lens was received and is currently being evaluated at the manufacturing site. The device met all manufacturing specifications prior to release. Halos and/or glare are a known and labeled possible side effect of all multifocal lens implants. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.